Event description:
The customer reported the device can't start (fails to power up). There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the device can't start (fails to power up). There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the reported complaint. It was determined that the processor pca was faulty. The processor pca was replaced to resolve the problem. All performance tests passed and the device was put back into service.